Event description:
Ethicon gynecare tvt would not release tape once implant had been placed. This device/implant was then removed and a subsequent "like" device, with a different lot number, was implanted without issue. Diagnosis or reason for use: stress urinary incontinence. Event abated after use stopped or dose reduced: no.